Event description:
Error code 10. Info was not provided regarding whether or not the device was in pt use when the reported error occurred. The hospital rep stated that there was no repord of pt incident since the last baxter service event.